Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed. As per part investigation, it was determined that there was thermal damaged on assy cbl pyxibus 6 drawer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 22apr2021 to the present date, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of failed drawers in ICU - critical machine was confirmed during fse testing and subsequently confirmed during dchu investigation process. The device was initially evaluated by the field service engineer (fse) according to work order 01874547, the fse reported that after checking the device, main 12 was not detecting any of the pocket. The unit was powered down and inspected, and a damaged bus cable was found near drawer 5. The bus cable was replaced, and a diagnostic was run, but main 12 still showed the led light off. The unit was powered down again, and the drawer controller connections were reseated. Another diagnostic was performed, and all pockets became available. A full pockets operation test was performed, and all tested ok. The device was then restarted into the application and customer tested with no issues. During dchu visual inspection: p/n 120547-01: was received with thermal damage marks and exposed copper strands. During dchu testing: p/n 120547-01: dchu testing was not necessary due to the thermal damage observed and the exhibited exposed cooper strands. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue failed drawers was due to the thermally damaged assy cbl pyxibus 6 drawer (p/n 120547-01) observed during visual inspection, which compromised the drawer's functionality.